Event description:
Notified that irix 70 scissor arm broke at the first knuckle. No other damage.

Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the manufacturer in 1995 and corrective actions were instituted at that time.